Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2022. During the procedure, it was noted that they had difficulty pulling the guidewire from the patient and found that the stent was catching on something inside the ureter. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event.